Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose level of 400 mg/dl; cause of the bg was unknown. Reportedly, the customer addressed their bg level with a manual injection of insulin prior to going to the ER and therefore received no medical intervention during their stay a the ER as their bg level lowered. The customer continued to use the pump for insulin therapy.